Manufacturer narrative:
B3: year and month of event has been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula did not lock during patient use at the facility. When the patient coughed, the inner cannula came out. There was no reported patient harm/adverse event.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and no damages were observed. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown.